Manufacturer narrative:
The customer¿s concerns that the air in lines issue may be associated with the bd recall was unfounded. The manufacturing date code of the bezel is june 2002 which is not affected by the recall. The pcu event log identified a primary infusion that was programmed to infuse at a rate of 76.7ml/hr. The log shows the infusion alarmed for air in line two times and the infusion was eventually channeled off before completion of infusion. A thorough inspection of the pump module¿s air detection system, the bezel, and pumping mechanism was performed and found to be operating in specification. Successful air in line testing (air in line threshold test protocol (doc 10000339916) was performed with no errors or anomalies. The manufacturing date code of the bezel is june 2002 which is not affected by the recall. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer notified bd of an air-in-line issue and is concerned this may be associated with the bd bezel recall. Although requested, there were no further details or information provided and no report of harm.